Event description:
Mesa rod slipped approximately 6 months post-operatively. Patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasion at the end of one of the pieces of the rod indicate that there was insufficient overhang of the rod relative to the screw at this position.

Manufacturer narrative:
The patient was successfully revised and the explants will be returning for analysis however, they have not yet been received. The lot numbers were provided and the manufacturing and inspections have been reviewed. There were no manufacturing or inspection discrepancies. A review of the immediate post-operative x-rays suggests that there was insufficient overhang of the rod past the screw (the surgical technique recommends a minimum of 5 mm overhang at the end of the construct) and this was likely a contributory factor in the rod slip. The patient's progress will continue to be monitored, as will incidents of this nature.